Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported short (14 mm) angulated aortic neck. The aortic neck was 22.5 mm in diameter at the renal arteries and 24 and 14 mm below the renal artery the aortic neck was 24 mm in diameter. The stent grafts were implanted without issue and there were no apparent issues upon final angiogram. It was reported that seven days post implant the CT demonstrated that the stent graft was partially covering the right renal artery. The physician elected to implant a renal stent in the right renal successfully restoring good blood flow to the renal artery. The physician believes that the short and angulated aortic neck most likely contributed to the partial coverage of the right renal artery. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; short proximal aortic neck length), unapproved use of device (use of a device in a short proximal aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short proximal aortic neck length), off ¿label, unapproved or contraindicated use: (use of a device in a short proximal aortic neck).